Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1544, awareness date 21-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. The consumer reported that since she opened up about her problems with essure, she has had a friend who told her that she had essure and ended up having hysterectomy because of health issues. They were just putting two and two together. Company causality comment this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had health issues and ended up having a hysterectomy. The health issues event is a serious due to required surgical intervention to treat it. This unspecified event is listed in the reference safety information for essure. Despite the limited information regarding these health issues, since the reporter implied the issues were related to essure and sometimes essure complications may lead to hysterectomy, a causal relationship with essure cannot be excluded at this time. This case is regarded as incident since a device removal was required (implied). A product technical complaint analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed/identified. Moreover, the reported medical event is not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event and a quality defect is excluded. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had health issues and ended up having a hysterectomy. The health issues event is a serious due to required surgical intervention to treat it. This unspecified event is listed in the reference safety information for essure. Despite the limited information regarding these health issues, since the reporter implied the issues were related to essure and sometimes essure complications may lead to hysterectomy, a causal relationship with essure cannot be excluded at this time. This case is regarded as incident since a device removal was required (implied). Based on the available information no product quality defect was confirmed/identified. In summary, a relationship between the reported medical event and a quality defect is excluded. No active follow-up will be pursued, as this case was identified during health authority website monitoring.